Event description:
It was reported that the user experienced hypoglycemia after a usual meal while using the ilet with a dexcom g7, with a reported low sensor glucose and approximately one hour spent below range; the caregiver administered oral carbohydrate (a candy bar), which produced a transient rise followed by recurrent low, and was advised not to overtreat and that the user could disconnect the ilet if taking backup therapy. Symptoms included lightheadedness. Outcomes included no medical intervention, no ketone testing, and no hospitalization. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed no device alerts or alarms and no identified device malfunction. It was concluded that the cause of the hypoglycemia was unclear and that the event was managed with oral glucose and education on hypoglycemia treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.